Event description:
It was reported that stent damage occurred. The mildly tortuous and calcified target lesion was located in the left anterior descending artery. The 3.00 x 32mm synergy xd drug-eluting stent was advanced but after multiple attempts were made to cross the target lesion, the front edge of the stent was altered. No patient complications were reported.